Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and "hole in valve possible." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.3, h.6. Device evaluation: fold creases and no openings were found in the device. A leak test was performed which identified no leakage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: -no observations found related with the complaint reported by the physician.

Event description:
Healthcare professional reported right side deflation and "hole in valve possible." Device has been explanted and replaced.